Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Our investigation was limited to the review of the device history record, which showed that each manufacturing and inspection operation was performed and indicated complete in accordance with sjm specifications and procedures. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
On (B)(6) 2012, an aortic valve replacement was performed and a 21 mm trifecta valve was implanted. On (B)(6) 2016, the trifecta valve was explanted due aortic regurgitation and replaced with a 19 mm carpentier-edwards perimount magna ease valve. Upon explant, a cusp appeared to be torn at the nadir of the right coronary cusp. The patient is reported to be stable.